Event description:
The catheter came off from the view window when the nurse was pulling the catheter during a suction procedure. The user facility stated that there was no medical intervention nor patient injury.